Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button error. Customer stated that buttons was sticky and non responsive. Customer stated that there was issue with priming. Customer stated that insulin pump was no longer connecting to blood glucose meter and there was no low reservoir warning. Customer also stated that there was louder during rewind process and battery cap was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.